Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Unit passed dat test at 0.0873 inches. Confirmed 120.375 units of normal bolus was delivered on 06/29/2025 between 18:36:37.000 and 23:47:11.000. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 06/29/2025 19:22:17.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay and damaged display window cover (scratched). The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The blood glucose value at the time of event was 236 mg/dl. The customer was treated with a manual shot. The event involved product(s) mmt-1884, mmt-7040a, mmt-398a, mmt-332a. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for insulin flow block, but it was unknown whether the issue was resolved or not. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.